Event description:
Customer reported an over infusion of maintenance fluids. Customer stated an extra 400ml of fluids infused over 4 hours. The intended infusion rate was 75ml/hour. The patient required additional lab work following the over infusion. No long term patient harm reported. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Customer stated their internal investigation identified a broken membrane frame but they were unable to replicate the over infusion. Stated the event logs showed the device was programmed at 75ml/hour. Customer stated that the product will not be returned.